Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial. It was retuned dry with residue/debris on the product. Visual inspection found a haptic torn, broken, bent, deformed, and stretched out lens. Unable to perform width for the dimensional inspection due to haptic damage. Claim (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.5/1.0/150 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to low vault without rotation and the problem resolved. Cause of the event was reporter as unknown. Patient refused to change the lens.